Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. Additional information from the field representative states that the physician had repositioned the lead after initial dislodgement and was capturing and sensing and looked to be in a good position on fluoroscopy. However, the patient came back with lead perforation. The physician performed surgical intervention to explant and replace the lead with a new one. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The provided event and explant dates are chronologically impossible. Therefore, they will not be added to this report.